Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose event while using a dexcom g7 with the ilet system, with the continuous glucose monitor showing a nadir of 39 mg/dl and a duration of approximately 45 minutes; the caregiver treated the event with oral glucose tablets and peanut butter, and the blood glucose rose to 78 mg/dl. Symptoms included hypoglycemia. Outcomes included an unexpected medication intervention in the form of oral glucose. Investigation included communication with the caregiver and analysis of the information provided. Investigation of this case revealed no specific device-related findings and insufficient information to determine a medical device problem or an implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.